Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03085 and 2134265-2015-03081. It was reported that shaft break occurred. A 24 x 2.75mm promus premier¿ drug-eluting stent was advanced, however, the device failed to cross the lesion and rupture of the proximal tip of the stent carrier system occurred. Breakage and/or tearing of the stent was noted. A 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. Another 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. The procedure was completed with one promus premier stent and two non-bsc stents.

Event description:
Same case as MDR ID# 2134265-2015-03085 and 2134265-2015-03081. It was reported that shaft break occurred. A 24 x 2.75mm promus premier¿ drug-eluting stent was advanced, however, the device failed to cross the lesion and rupture of the proximal tip of the stent carrier system occurred. Breakage and/or tearing of the stent was noted. A 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. Another 28 x 2.75 mm promus premier¿ drug-eluting stent was selected and the same issue occurred. The procedure was completed with one promus premier stent and two non-bsc stents.